Manufacturer narrative:
Paradoxical hyperplasia (ph) is a potential adverse event noted in product labeling. The coolsculpting user manual describes ph as an uncommon increase in tissue volume at the treatment site, appearing two to five months post-treatment and possibly requiring surgery. Ph is not linked to device failure but is included in risk management as an inherent risk of cryolipolysis. A supplemental report will be provided if more information becomes available. Clarification to b3 partial date of event: "10 months" post treatment was provided. Continued e1 phone number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2024 to the lower abdomen with an elite curve 240 applicator, to the flanks with an elite curve 150, and to the chest area with the elite curve 120 and curve 150 system applicators, who developed paradoxical hyperplasia (ph) after treatment.